Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing pump stoppages when connected to the power module. No alarms or pump stoppages were reported when the pt was on batteries. The pt was admitted due to a possible percutaneous lead fracture. The manufacturer's technical service personnel were dispatched to the hospital to make an evaluation of the reported event. Subsequent tests revealed external and internal fractures necessitating a pump exchange. Five days later, the pump was exchanged from one lvad to another lvad.